Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) was due to the q13 and q17 insulated-gate bipolar transistors (igbts) being shorted on the defibrillator pca board, as well as u409 on the ca board, allowing high voltage to travel to low voltage circuitry. The root cause for the shorted q13, q17, and u409 transceivers could not be positively identified. There was no adverse event that resulted from the damaged monitor.